Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis and fluid volume overload with hospitalization and transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler with cycler set. Per the pdrn, the cause of the peritonitis event was touch contamination by the patient as evidenced by the culture result of staph epi. Staph epi is the predominant normal flora on human skin. The fluid volume overload was caused by the patient¿s non-compliance with completing treatments and large consumption of alcohol products. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis and fvo. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic with unspecified symptoms. A pd effluent culture was obtained, and the patient was sent to the local emergency room (ER). The patient was admitted to the hospital and diagnosed with peritonitis and fluid volume overload (fvo). The patient¿s pd effluent culture was positive for staphylococcus epidermidis (staph epi). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The cause of the peritonitis is attributed to touch contamination. The patient¿s fvo was due to non-compliance to treatment and fluid intake. The patient was having psychosocial issues at the time of the event. Due to that they were consuming large amounts of alcohol and not completing all their pd treatments. Neither diagnoses were caused by utilization of the liberty select cycler or cycler set. The patient was found to not be competent enough to continue pd therapy. The patient was discharged and transitioned to in-center hemodialysis (hd).